Manufacturer narrative:
Corrected data: b1: product problem b5: the reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -05.50/+1.0/088 (sphere/cylinder/axis) during the same surgery due to excessive vaulting. The lens was replaced with a shorter length lens and the problem was resolved. The patient is happy. H1: malfunction h6: health effect - impact code (f): 2199 h6: medical device problem code (a): 3189 claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -05.50/+1.0/088 (sphere/cylinder/axis) into the patient`s eye. The lens was removed due to large size and replaced with a shorter length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was removed due to excessive vaulting. The lens was replaced with a shorter length lens and the problem was resolved. The patient was happy. Claim # (B)(4).